Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: fundus of uterus') in an adult female patient who had essure (batch no. 685784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, fever, chills, sweating, night sweats, sore throat, dry cough and chest pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uteri lie cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: right occlusion only. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, abnormal bleeding, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs + mr received. Lot number was added. New events added: abnormal bleeding (vaginal), mental anguish, dysmenorrhea. Previously added events device dislocation was updated to migration of essure device location of device: fundus of uterus and psych injury to depression. Outcome of the events abnormal bleeding was update to recovered/resolved and dysmenorrhea was updated to recovering/resolving. Reporters, concomitant conditions, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: fundus of uterus') in a 32-year-old female patient who had essure (batch no. 685784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, fever, chills, sweating, night sweats, sore throat, dry cough, chest pain, vaginal haemorrhage and cryotherapy. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and depression ("psych injury/ depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uteri lie cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: right occlusion only. Left side coil migrated to the uterus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, abnormal bleeding, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received: medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: fundus of uterus') in a 32-year-old female patient who had essure (batch no. 685784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, fever, chills, sweating, night sweats, sore throat, dry cough, chest pain, vaginal haemorrhage and cryotherapy. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and depression ("psych injury/ depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uteri lie cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: right occlusion only. Left side coil migrated to the uterus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, abnormal bleeding, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: fundus of uterus') in an adult female patient who had essure (batch no. 685784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, fever, chills, sweating, night sweats, sore throat, dry cough and chest pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uteri lie cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: right occlusion only. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, abnormal bleeding, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet was received. Lab data added. Case was upgraded to incident (essure was removed on (B)(6) 2010 via hysterectomy). Events: migration, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.